Manufacturer narrative:
Additional information: device evaluation. The mvs interface cable was returned to the manufacturer for analysis. Analysis found that the cable was functioning properly.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The interface cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected interface cable was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system had an error that stated " image frame-rates are below recommended levels". There was no patient present when this issue was identified.